Event description:
It was reported via clinic notes that a patient had an increase in seizure activity shortly after his vns normal mode stimulation was programmed on. The stimulation was programmed on, and the patient's seizure frequency decreased at first but then started having more frequent seizures. The staff at the patient's facility had to use diastat one time since the settings were programmed on, but the clinic notes state that diastat was used on a fairly regular basis. No further relevant information has been received to date.